Event description:
It was reported that the right atrial (ra) lead was part of a system revised due to infection. There were no additional adverse patient effects reported. The right atrial (ra) lead was explanted.

Manufacturer narrative:
Voluntary medwatch form received: mw5145854.